Manufacturer narrative:
Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event from (B)(6) as follows: it was reported that two (2) 2.0mm cannulated drill bits broke during a surgical procedure using an hcs 3.0 system on (B)(6) 2015. Debris from the breakages were retained in the patient's body. The surgeon was unable to retrieve the fragments. This report is 2 of 2 for (B)(4).